Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic after receiving a patient notification for long charge time alert. The last reported max charge that was recorded was on the same day of the alert; the charge time was not long. High voltage charge was initiated by a regular capacitor maintenance. Capacitor maintenance and further investigation on the alert will be made when patient comes in for the next scheduled follow-up.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device has been explanted and replaced.